Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and errors c-83, c-06, m-18, m-11 were found. Fa inspection was able to confirm and replicate the reported event; unit tested on system, experiences repeating 2-02 errors on startup ((B)(6) 2026 8:05 am us-ga). C-00 errors in erbe logs. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using an xi system, user informed the technical support engineer (tse) that the erbe experienced faulting with error 2-02. The system logs confirmed the presence of errors 2-02 and c-83. The user attempted a hard reboot on both the system and the erbe, and removed the external foot pedals, but the error persisted immediately upon power on. Without a force triad generator or activation cable available, the user elected to convert to another dv system to proceed with the procedure. No known impact or patient consequence was reported.